Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right atrial and left ventricular leads had dislodged. The leads were repositioned in order to obtain satisfactory measurements. Both leads remain in use and no patient complications have been reported as a result of this event.